Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the surgeon was using the device during a left salpingo-oophorectomy, as he sealed a vessel, on release of the jaw, half of the jaw fell off inside the patient, it was retrieved. No harm came to the patient.

Manufacturer narrative:
(B)(4). Batch # n93h1r. Investigation summary: the device was returned with the upper jaw detached and not returned. In addition, the I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.